Event description:
During a pta treatment procedure, the kayak guidewire would not pass more than halfway through the 5 fr cook van andel iliac and femoral tfe dilation catheters. The kayak guidewire was removed and replaced with a terumo guidewire to successfully complete the procedure. No pt injuries or complications were reported. [Same case as MFR's report # 6000130-2004-00168 and 6000130-2004-00170].